Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye which observed a cut in the tubing. The reported condition was verified. The cut was located close to the first y-site and it was an irregular cut. The cause of the condition was determined to be that the tubing was cut by the packaging machine during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the line of clearlink continu-flo solution set was broken. It was further specified that a "big tear in the tubing" was observed prior to product use. There was no patient involvement. No additional information is available.